Manufacturer narrative:
Conclusion: due to the product error, the handle screw of the instrument could come off. After checking the respective press, which is used for this working step, which was found to be in order and repairing and returning the instrument in question, we feel that no further corrective actions are necessary at our end. As a corrective action measure we informed the personnel in charge of this production step, and reviewed the customer complaint regarding this incident. The production sequence has been changed to segregate the handles that have had the back of the screw pressed, so they cannot be mixed with handles that have not yet gone through this production step.